Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas to report there was no power to the pump. At the time of troubleshooting, the patient confirmed the battery cap was secured to the pump and there was no visible damage to the pump's casing. However, the patient confirmed there was corrosion in the battery compartment when he replaced the pump's battery. The alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: black box showed unexplained power on resets. The pump powered up with vibratory, audio and display. None of the buttons were functional. The battery compartment was found to be cracked. The leak test failed due to battery compartment crack and display lens leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.